Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was unable to verify battery out limit alarm due to no button response. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratches on lcd window, missing end cap sticker and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had intermittently responsive buttons. The customer stated that sometimes the buttons did not scroll the way they were supposed to. The customer's blood glucose was 95 mg/dl. He stated that sometimes he would be able to scroll, and other times he was unable to. He also reported that the insulin pump alarmed button error, as well as battery out limit after a battery change. The customer did not observe any significant events leading to the keypad issues or alarms. He was unable to clear the battery out limit alarm due to the button error. He also observed cracks at the reservoir area, as well as the top left and right corners of the screen. He stated that he may have banged the device in his pocket leading up to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.